Event description:
It was reported that there were telemetry issues with the patient's implantable neurostimulator (ins). The last time the patient had any stimulation was in (B)(6) 2014 and while they noticed the telemetry issue in (B)(6) 2014. It was confirmed that an overdischarge (od) was seen on the ins and the patient stated that this was their second or third od occurrence. A physician mode recharge (pmr) was started the ins could not be restarted after 3 separate 60 minute countdown procedures and its replacement was pending insurance authorization. The patient experienced no stimulation and no effective therapy during the event issue. It was also reported that the external antenna on the programmer unit was broken which began a few months ago. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37092, serial# unknown, product type: accessory; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).